Manufacturer narrative:
Additional information: d10, g4, g7, h2, h3, h6, h10. Device identifier: (B)(4). The device was not returned for evaluation, therefore the failure analysis and determination of root cause was not possible and the complaint could not be verified. The complaint will be closed in accordance with integra lifesciences complaint process. If the product returns after closing, the complaint can be reopened, and the material evaluated.

Manufacturer narrative:
The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the 00mlx mlx 300w xenon lightsource did not light up during an unspecified surgery on (B)(6) 2020. There was a rattling sound and the module was changed but the lamp still did not light up. Therefore, it was changed to a new one, the procedure was completed with 30 minutes surgical delay and no adverse consequences to the patient.